Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was intact, scratches found on lcd lens screen. The customer stated problem was not duplicated. Event history log was reviewed and the error was found multiple times. Replaced dso (downstream occlusion) sensor for preventive measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited cassette not properly attached alarm. No patient was involved in this event. No adverse effects were reported.